Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that foot pedals used for fluoroscopy was broken. The customer was utilizing the hand switch till the defective footswitch was replaced. The fse ordered and replaced the defective footswitch with a new wired footswitch, connected it to the cloud-based pacs system and made adjustments for receiving the images. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury (B)(4), as the complaint has been reported on a wired footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that one of the pedals on the footswitch used for fluoroscopy was broken. There was no report of harm. Philips has started an investigation of this complaint.